Event description:
It was reported that during a lap low anterior resection procedure, the staples were not formed correctly. The device was difficult to close, knob was turning in void space (spinning and not dialing down) and the gap setting scale indicated the orange line in the beginning of the green section without going further. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.